Event description:
An obese pt with rectosigmoid cancer underwent laparoscopic surgery that was converted to open. Low anastomosis was performed with the car device. The anvil was mated by palpation. The proximal donut was intact, but only fragments of tissue were apparent distally, without indication of intact donut. The anastomotic ring complex was attached only proximally. The surgeon claims that the device had probably penetrated a portion of the distal staple line, due in part to the difficulty in visualization and in part due to the potential for a weak area in the v-shaped staple line caused by the necessity of using two linear staple loads in the add'l resection of the distal rectum required in the surgery. The surgeon re-performed the purse string, closed off the rectal stump with a single linear staple load and used a new car device to create a new anastomosis with intact donuts and negative bubble test.

Manufacturer narrative:
This report is submitted on behalf of the MFR ((B)(4)) and the importer ((B)(6)), as niti surgical solutions (B)(4). Serves as the designated complaint handling unit for both facilities. Niti has re-evaluated this event during a retrospective review; and has determined the event to be MDR reportable. The device history file was reviewed and indicated that the device was released pursuant to its specs. The subject device was returned and evaluated. No failure was detected and the device was found to be within its specs. This is a surgical technique related event rather than device related occurrence (the surgeon pushed the device too far). With the second car device, a successful anastomosis was created.